Event description:
Caller reported malfunction on pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump. No malfunction recurred after reset, and customer was instructed to call back if issue recurs. Customer acknowledged understanding and continued to use pump.